Event description:
It was reported that the caller experienced an alarm 2 followed by alarm 26, with an occlusion event occurring earlier in the day. The issue caused the customer's blood glucose level to exceed 500 mg/dl, displaying a "high" reading. The customer addressed the high blood glucose by administering a correction injection via multiple daily injections (mdi) and did not require incapacitating third-party assistance. Following the events, the customer changed the infusion set and cartridge and resumed insulin therapy.